Manufacturer narrative:
Received 22pcs 455071p/b2302339, 15pcs 455071p/b2302335 and 15pcs 455071p/b221237u for evaluation. Received customer pictures. We have no remaining inventory of the claimed material/batches. We have no further complaints for the claimed material/batches. Customer samples were visually inspected, and no deviations were observed. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations related to the reported errors could be observed in tested samples. Additionally, no kickback was observed during evaluation. The alleged malfunction is not confirmed. Corrected data: h3: samples evaluated; h6: type of investigation, investigation findings, investigation conclusions; h10: manufacturer narrative.

Event description:
Customer states tubes are not spinning properly after letting specimen clot for almost an hour. When removed from the centrifuge the gel is mixing in with the serum after centrifuging the specimens. Also, tubes are popping off when the tube is placed in the hub and shooting off the hub onto the floor and losing the vacuum. Upon question whether the tubes are inverted 5-10 times after collection for proper mixing, the customer replied that the psrs are trained to invert 8-10. The spin time and speed is15 min at 1600 g. The prs are trained to fill the tubes to the fill line. Prs do hold the tube in place while it is in the hub.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recent received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.